Manufacturer narrative:
Please note the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available. The patient will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A stenosis is an abnormal narrowing in a blood vessel. Without medical records available it is not possible to determine the location/cause of the stenosis. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available. Continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis with pulmonary thromboembolism. The filter was placed near the l2-l3 level. The deployment was successful. According to the patient profile form (ppf) the patient submitted himself to a CT scan for evaluation of his filter. The scan showed that the filter had tilted approximately five degrees and that there was stenosis of the inferior vena cava present. The patient has also experienced emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and stenosis. The issues were identified in a computerized tomography (CT) scan performed approximately ten years post implant of the filter. It was also reported that the device is unable to be retrieved, although there have been no documented attempts to retrieve the device. The indication for the device implant was deep vein thrombosis (dvt) and pulmonary embolisms (pe). The patient was at home on the prescribed anticoagulation regimen and developed pain in the right leg. Venous doppler ultrasound showed acute on chronic dvt with extension in the right common femoral vein as well as chronic dvt in the left superficial femoral vein. The filter was implanted via the left common femoral vein and deployed at the level of l2-l3. Deployment was successful with a good vertical opening. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and vena cava stenosis could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Without medical records available it is not possible to determine the exact location or cause of the stenosis. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.